Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and ams monarc were implanted. It was also reported that she experienced pain, erosion, extrusion, infection, urinary problems, bleeding, urinary frequency, urgency, urgency incontinence, stress urinary incontinence and vaginal scarring following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision on (B)(6) 2007 and sometime in (B)(6) 2012. The sticker page attached to the complaint contains two patient names. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).